Event description:
It was reported the pink slide did not move forward and the cannula was bent; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 20.7mmol/l (372.6 mg/dl). The pod was worn for between 37 and 48 hours on the arm. As treatment, a bolus was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure/ bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was observed in the viewing window. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 3095 pulses. No timeouts or drive stalls were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.